Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen drifted out of calibration while monitoring patient vitals. The user was unable to select the blood pressure and 12 lead options. It was reported that no harm occurred to the patient.

Manufacturer narrative:
Event date and description of event updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen drifted out of calibration while monitoring patient vitals. The monitor was monitor was docked within a smart mount at the time of the event. The users undocked and then docked it into the smart mount and the touch screen was attempted to be used while both docked and undocked. The user was unable to select the blood pressure and 12 lead options. It was reported that no harm occurred to the patient.